Event description:
Right hip revision for instability. Stem, insert, and head were revised. Per response: removal of stem was not planned during revision it was removed however as a result of intra-op event, "when the constrained inserts failed, stem removal was necessary".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Right hip revision for instability. Stem, insert, and head were revised. Per response: removal of stem was not planned during revision it was removed however as a result of intra-op event, "when the constrained inserts failed, stem removal was necessary."

Manufacturer narrative:
Reported event: an event regarding instability involving a metal head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the device was not returned but photographs were provided for review. A review of the provided photographs indicated the device is covered in blood. The device has slight damage consistent with explantation. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "revision of a tha can be confirmed by the intra-operative photographs. There is no documentation regarding the cause for revision being instability. Nor was any documentation provided indicating evidence of intra-operative failure as noted in the pi. The root cause for the revision surgery cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.